Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device main board, which was determined to be faulty. Additionally, there was damage observed on the downstream occlusion seal. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The main board and dso seal was replaced and the device passed all testing.

Event description:
It was stated that the device was alarming when in use for unknown reason. There was no reported patient involvement.